Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was positioned, but no capture was observed when the device was programmed to pace. After several attempts, the issue could not be resolved, and a different model lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was not planned to be returned.